Event description:
It was reported that the patient stated this inflatable penile prosthesis (ipp) stopped pumping and inflating. A surgical procedure was performed, during which fluid loss due to a hole in the connecting tube between right cylinder and pump was noted. All components were removed and replaced. There were no patient complications reported.